Manufacturer narrative:
Analysis found that the customer's complaint of overheating was verified. The results of the pre-repair temperature check performed at 80k after 1 minute were 102f for the rear, 155f for the middle and 204f for the nose. It was not possible to remove the bearing assembly due to corrosion. The bearings, o-rings, nose cone and other parts were worn. The endcap was missing. The nose cone, bearings, o-rings and other worn parts were replaced. The endcap has been added. The device was successfully tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the handpiece was heating up before or after use. The overheating was gradual but had a quick onset during a demonstration. There was no patient involvement.